Manufacturer narrative:
On (B)(6) 2018 immucor technical support used a remote electronic connection method to assess event log. Review of the event log show no errors during testing and the camera images are aligned and focused. No blood sample or product was returned to immucor from the customer site for immucor laboratory assessment. On (B)(6) 2018 immucor confirmed the presence of the jkb antigen on cells 1 and 3 of retention capture r ready screen lot r972 in manual capture using retention capture-r indicator cell 221109 with retention anti-jkb lot 615006. Controls performed as expected. Cells 1 and 3 results exhibited 4+ reactivity. Retention product performed as expected. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project 13-005. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018 a customer reported that they received unexpected negative reactivity on capture-r ready-screen 3 lot r972 (expiry july 24, 2018) on echo serial number (B)(4), when tested on (B)(6) 2018.